Manufacturer narrative:
It was reported that the bupivacaine contained in the portex® spinal anesthesia tray was ineffective. No patient death or serious injury was reported in connection with this incident.

Event description:
It was reported that the bupivacaine contained in the portex® spinal anesthesia tray was ineffective. No patient death or serious injury was reported in connection with this incid.